Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted due to high pacing lead impedance and capture thresholds. The procedure was completed successfully. The patient did not experience any symptoms.